Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the fourteenth complaint against the trocar component lots for this report issue. (B)(4) unopened (B)(4) gauge valved entry systems (3 count) were received in small parts trays for the report of leaking. A total of (B)(4) samples were received. The returned samples were visually inspected per and all (B)(4) were found to be conforming. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that leakage occurred from the valved trocar cannula. The surgery was completed after replacing the valved trocar cannula with another one. There was no patient harm. Additional information and product sample have been requested.